Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hp6877, mfg date: 12/17/2014, exp date: 12/31/2019. Batch hp6910, mfg date: 12/18/2014, exp date: 12/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and suture was used for subcutaneous tissue. The patient experienced reddening where the wound was closed. The redness was limited to wound site and not systemic, so the surgeon washed the wound site. The patient was hospitalized and administered an antibiotic. Currently, the patient is well. The surgeon opined the patient had an infection. Additional information has been requested.